Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 34mg/dl. Troubleshooting was performed, and the drive support cap appears normal. It was stated that the insulin pump over delivered insulin, which caused her glucose to drop. Reviewed the programming and it was correct. The reservoir shows the same amount of insulin as shown on the status screen. It was mentioned that the insulin pump alarmed no delivery during filling. Instructed the caller to replace the plunger and manually push plunger to verify the insulin did exit. It was mentioned that the customer attempted to re-use the infusion set when the device alarmed. Advised the nurse to call back if issues persist. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.